Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set tubing came apart, at the tubing connector quick release cap while filling the tubing during a set change. The site location was at the right abdomen. The patient was in the process of changing out the set, when it was observed that the cap pulled off at the quick release connector/attachment. Reportedly, the infusions were stored in the house in a room where she replaced the infusion sets and the temperature ranged from 68-72 ºf. The patient was pulling the cover off, to insert into the shorter piece and this was when the tubing came out. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. In the investigation, it was found that the glue was missing from the tubing connector (glue was misplaced on the tubing connector). No further information available.